Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2018, that on (B)(6) 2018, the receiver displayed an errhwbat. No additional patient or event information is available. The receiver was returned for evaluation. An internal and external visual inspection was performed and passed. A receiver charge and boot test was performed and passed. A receiver functional test was performed and passed all relevant tests. The receiver data log was downloaded and reviewed and hardware errors were observed. The reported event of an error icon display was confirmed during log review. A probable cause could not be determined.